Manufacturer narrative:
Exact date unknown, event occurred earlier in the year 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced loss of stimulation despite reprogramming done due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were not released by the hospital and will not be returned.